Event description:
Needle of IV catheter did not completely retract after pressing the push button shielding mechanism. There was approximately 1/4" of needle exposed beyond the tip of the safety barrel. This exposed portion of the needle caused user to sustain a needle stick. Medical intervention for healthcare provider required. Patient needed another IV start.